Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a jammed motor gear box. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported a motor error alarm during a bolus. The customer also reported being suck in the rewind loop. Customer's blood glucose was 172 mg/dl. The customer reported he had gone through a metal detector with his insulin pump a week prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.